Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, the communicator and power cord were thoroughly tested. Visual inspection noted that the returned power brick was deformed from heat. The power brick was plugged into an ac source and it failed to output any significant voltage. The brick's green led light did not illuminate, and the brick emitted a burning smell and a high pitched noise. The brick's case temperature reached 83.2 degrees celsius after 20 minutes. Tests indicate that the power brick's failure was not an out of the box failure. A known good power brick was used to power on the communicator, and the communicator passed all tests.

Event description:
Boston scientific received information that after being set up for a week, the power cord became very hot to touch and it emitted a burning smell. The led on the power cord was not illuminated, suggesting that no power was flowing from the power brick to the communicator. There had not been a power outage or storm recently. The patient was not hurt from the hot power brick. Boston scientific requested the return of both the power cord and the communicator.